Event description:
The customer observed a false nonreactive alinity I syphilis tp for one patient. The following results were provided: initial syphilis result= 0.4 s/co; repeat result= 0.4 s/co; other platforms results= positive; rpr result= positive; tppa result= positive. The customer repeated the sample with a result= 0.49 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was completed on a returned sample. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 67743be01, however, no increase in complaint activity was identified for list number 07p60. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of lot 67743be00, which contain the same bulk materials as complaint lot 67743be01, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. The returned specimen sample was tested with the following results: alinity I syphilis tp: 0.41 s/co (non-reactive). Mikrogen recomline treponema igm: negative (no reaction). Mikrogen recomline treponema igg: negative (tp257 and tp17; very low intensity). No discrepancy results identified between alinity I syphilis tp (non-reactive) and recomline treponema igm/igg (negative). Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 67743be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, alinity I syphilis tp, with 510k number k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for one patient. The following results were provided: initial syphilis result= 0.4 s/co; repeat result= 0.4 s/co; other platforms results= positive; rpr result= positive; tppa result= positive. The customer repeated the sample with a result= 0.49 s/co. There was no impact to patient management reported.